Event description:
It was reported that during generator revision surgery, diagnostic testing resulted in high lead impedance. Lead revision surgery was not performed, and the new generator was left in place, but programmed off. Good faith attempts to obtain diagnostic test results prior to generator revision surgery have been unsuccessful to date. X-rays were sent to the manufacturer for review. A gross lead discontinuity was observed at a tie-down. Lead revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.